Event description:
It was reported that the insulin pump was under delivering insulin, and the customer had ketones and high blood glucose of 28mml/l. The caller stated that a delivery of 5.0 units was done and there was very little insulin coming out. It was stated that the customer went back to manual injections. Advised the caller to call back when the insulin pump is available to complete troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.